Manufacturer narrative:
Date reported: 19aug2021. Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
It was reported to philips by a customer that the unit has pcba adc cpu failure error. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer stated the customer informed him that the unit gave cpu pcba adc (e/c111e) failure error while patient was connected with no harm to the patient. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The customer reported that the ventilator generated an error relevant to 'cpu pcba adc failure' during patient use. There was no patient harm. The field service engineer (fse) evaluated the device and confirmed the reported failure. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and the issue was resolved. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
A central processing unit (cpu) printed circuit board assembly (pcba) was returned for analysis. Visual inspection of the returned cpu pcba revealed no anomalies. Failure investigation (fi) was performed, and the technician reported that the customer complaint was verified. The root cause is failure of processor ic u3.